Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #1 - proglide (lot #73048-6h), is being filed under medwatch report #2953144-2009-00482.

Event description:
Device malfunction: failure to deploy/bent needles (device #2). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, the suture could not be deployed. The device was removed and the needles were found to be bent. A second device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.